Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician confirmed that the lead had previously been tested and reprogrammed but thresholds remain elevated.

Manufacturer narrative:
Concomitant medical products: 7120q lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.